Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp/620mm. The incident occurred in (B)(6). A livanova service representative was dispatched to the hospital to investigate. He confirmed the failure and replaced two boards and the issue persisted and also another error code popped up when connected the clamp to an centrifugal pump system. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The device returned back to the manufacturer site for a detailed investigation. Fluid ingress was identified as cause of the reported problem.

Event description:
Livanova received report that during setup two error messages associated to a s5 erc tubing clamp/620mm were displayed. There was no report of patient injury.